Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, clotting and occlusion of the filter, a failed retrieval attempt, and has been informed that the filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted via the right common femoral vein at the renal veins due to deep venous thrombosis. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years post implantation. The patient reports filter embedded in wall of the inferior vena cava (ivc), thrombus within the ivc requiring tpa, and device unable to be retrieved. A retrieval attempt has been made approximately two years post implantation. The patient also reports suffering from pain and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots do not represent a device malfunction. Placement of a vena cava filter is not a cure for nor does it prevent the formation of clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, clotting and occlusion of the ivc filter, a failed retrieval attempt, and has been informed that the filter cannot be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted via the right common femoral vein at the renal veins due to deep venous thrombosis. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately two years post implantation. The patient reports filter embedded in wall of the ivc, thrombus within the ivc requiring tpa, and device unable to be retrieved. A retrieval attempt has been made approximately two years post implantation. The patient also reports suffering from pain and anxiety.